Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues.